Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted hysterectomy, the device was clamped onto tissue and would not release, did not fire. New device was used to complete the procedure. No patient harm